Event description:
It was reported that the shipping tube was broken at the red cap and the shipping tube was empty. Reportedly, there was no catheter inside the shipping tube. There was 3 catheters received from this order and 1 was broken.

Manufacturer narrative:
The catheter shipping tube was received inside a rectangular box that does not appear damaged. The rectangular box appears to be an inverted ups box. Catheter was returned via fedex. Only the broken shipping tube was received. The clear adaptor had broken at the bond site confirmed due to the clear adaptor bond section was still bonded over the gray tube. One shrink seal was still attached, around the IFU. The catheter was not returned. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type. A review of the manufacturing records indicated that the product met specifications upon release. There was no non-conformances noted during the manufacturing process. We were unable to confirm the complaint of a missing catheter because the tube was returned opened.